Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) ranging from 40-300 mg/dl; cause of bg was unknown. No additional patient or event information available.